Manufacturer narrative:
Updated to include additional information received on 08sep2016.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to drain the gallbladder during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. Reportedly, the patient had a history of biliary colic, liver disease, ascites, and gallstones and was not a good candidate for endoscopic retrograde cholangiopancreatography (ercp) with stenting. On (B)(6) 2016, the patient underwent transgastric hot axios stent placement. The gallbladder was accessed using the hot axios delivery system, and the stent was deployed in a satisfactory position without issue. Two 7 fr. Cook pigtail stents were placed within the axios stent. According to the complainant, post-procedure on (B)(6) 2016, the patient presented with peritoneal signs. A computed tomography (CT) scan was performed on (B)(6) 2016, and a hepatobiliary (hida) scan was performed on (B)(6) 2016. The patient underwent surgery on (B)(6) 2016, and leakage at the gastric site of stent placement was noted. There was no visible defect of the stent and the stent was noted to be properly positioned. During this procedure, the patient went hypotensive and died. Note: the axios stent was implanted in the gallbladder; however the axios stent and delivery system is not indicated for placement in the gallbladder in the us. Additional information received on (B)(6) 2016: on (B)(6) 2016 the bsc medical safety director spoke to the physician to confirm that there were "no holes were identified in the stent and the stent was still properly positioned at the time of surgery". The physician confirmed that he did not identify any holes in the stent used in that procedure.

Manufacturer narrative:
The complainant was unable to report the upn and lot number of the complaint device; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to drain the gallbladder during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. Reportedly, the patient had a history of biliary colic, liver disease, ascites, and gallstones and was not a good candidate for endoscopic retrograde cholangiopancreatography (ercp) with stenting. On (B)(6), 2016, the patient underwent transgastric hot axios stent placement. The gallbladder was accessed using the hot axios delivery system, and the stent was deployed in a satisfactory position without issue. Two 7 fr. Cook pigtail stents were placed within the axios stent. According to the complainant, post-procedure on (B)(6), 2016, the patient presented with peritoneal signs. A computed tomography (CT) scan was performed on (B)(6), 2016, and a hepatobiliary (hida) scan was performed on (B)(6), 2016. The patient underwent surgery on (B)(6), 2016, and leakage at the gastric site of stent placement was noted. There was no visible defect of the stent and the stent was noted to be properly positioned. During this procedure, the patient went hypotensive and died. Note: the axios stent was implanted in the gallbladder; however the axios stent and delivery system is not indicated for placement in the gallbladder in the us.